Event description:
It was reported that the insulin pump had a blank display and it was impossible to restart it. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a blank display due to battery tube connector not plugged in properly into interface board. Insulin pump had a cracked display window, cracked case on display window corner and cracked reservoir tube lip.